Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component susceptibility to increased friction. This issue can be resolved by using an alternate endoscope to complete the procedure. Intuitive surgical followed up and obtained additional information. The endoscope had been inspected before use, no external damage found. The surgeon transcribed a reversal of movements. The problems were related to the fact that the endoscope did not respond to commands: when you used the joysticks to go right, it went to the top, etc. They then undocked the endoscope and noticed that the plastic base did not rotate properly (like when we want to change the orientation 30 degrees up or down: it was therefore broken at this level (without being able to see the break from the outside).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, a recoverable fault occurred after the orientation of the endoscope was changed. The surgeon recovered the fault but movements were not intuitive. The surgical team undocked the robotic universal surgical manipulator (usm/arm) and restarted the system before contacting the technical support engineer (tse). After the restart, the error logs were unavailable. The tse guided the team to manually rotate the endoscope; unusual friction was detected, indicating a defect. The surgical team replaced the defective endoscope with a spare and continued the procedure. The system was reported ready for use. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a spare endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.